Event description:
It was reported that the patient received inappropriate therapy due to supra ventricular tachycardia (svt) with t-wave oversensing (twos). It was also noted that there was possible ventricular undersensing. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation: a proximal portion of the lead was received measuring 12 cm. A medial portion of the lead was received measuring 15 cm. A distal portion of the lead was received measuring 38.5 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).